Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked display window, a cracked reservoir tube lip and a cracked belt clip slot. The pump was received without the original belt clip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system error alarm was noted. The pump alarmed motor error during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current, run current, self-test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer had high blood glucose of 400 mg/dl at the time of incident. The customer stated that they were nauseous. The customer's blood glucose was 418 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.